Manufacturer narrative:
(B)(4). Film evaluation results are: a review of returned angio images during implant revealed that the patient¿s proximal neck was ~20mm in diameter, and the infrarenal neck angulation measured 50deg l-r. The bifurcate was brought up the left side and deployed proximally to just below the renal arteries, and positioned down into the distal portion of the left common iliac artery. The bifurcate proximal od measured ~23mm. The gate opened on the left side. From the right side the contra limb was delivered into the gate; positioned proximally with ~2.5cm of gate overlap, and placed distally into the proximal portion of the right common iliac artery. The entire stent graft was seen ballooned. Contrast injection from above the suprarenal stents showed widespread contrast blush along both sides of the stent graft, beginning ~2cm above the flow divider near the top of the sac and extending distally near to where the limbs crossed in the distal sac. Retrograde injection from the right limb showed marginal distal seal length and a possible distal type I endoleak, and additional ballooning was performed within both iliac limbs. Angio injection from above the stent graft again showed widespread contrast outside the stent graft. After the injector was pulled down into the aortic body the endoleak persisted; primarily coming from near the top of the sac. A balloon was inflated within the aortic body, and retrograde injection from near the flow divider showed the same endoleak. A balloon was also inflated within the contra gate, and injection from within the ipsi limb near the level of the gate again showed contrast outside the stent graft near the level of the injector. Additional ballooning was performed within the entire stent graft. Final angio showed a reduced level of blush coming from the device. No intervention with any limbs were seen in the films. The exact cause and type of endoleak could not be determined from the images provided. This appears most likely to have been a type IV endoleak. There may also be a possible type I distal endoleak from the marginal distal seal length at the right/contra limb.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 69 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, an unknown endoleak was observed. The physician initially thought it was a type iii fabric endoleak due to the amount of contrast was seen. However, on the final angiogram, the amount of contrast was reduced. The physician suspects that it might be a type IV endoleak. No clinical sequelae were reported and the patient is being monitored by their physician.